Event description:
The customer's family member called to report that patient was hospitalized with high bgs. Troubleshooting was performed. The lead screw did not rotate. Advised the customer to revert to back up plan.